Event description:
Additional information reported stated that sealing ring of the lead was returned.

Event description:
It was reported that during a device change out procedure, the left ventricular lead exhibited a terminal connector anomaly. The lead was connected to the new device and normal electrical measurements were noted.

Manufacturer narrative:
Final analysis found that only the sealing ring was returned and evidence of damage from the setscrew was noted. A complete evaluation could not be performed without the return of the entire lead.